Event description:
Litigation papers received that allege the patient suffered from pain, muscle loss, tissue destruction, difficulty ambulating and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted broadspire to initiate a claim. Medical records were received. The revision operative report indicates the patient was revised to address acetabular loosening. Cloudy synovial fluid was aspirated from the joint.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The revision operative report indicates the patient was revised to address acetabular loosening. Cloudy synovial fluid was aspirated from the joint. Additional information: litigation papers allege the patient suffered metal toxicity as well as pain, stiffness, discomfort, and weakness which in turn negatively affected the patients mobility, physical activities, and quality of life and necessitated a revision surgery.